Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. Customer returned an empty vial.

Event description:
Caller reported aviva system blood glucose result of 356 mg/dl. He took humalog based upon the 356 result per his sliding scale. He didn't feel his blood glucose was that high, so he retested. Retest results were 127 mg/dl and 128 mg/dl, all 3 results within 10 minutes. He successfully self-treated symptoms of hypoglycemia. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.